Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged, false positive results were found. This is a report of one occurrence. No false results were reported to the clinician, or to the patients. The following information was provided by the initial reporter: sent an email to indicate that the lab. Reported several false positive vials on the bactec fx sn ft1120 this morning. According to the , the false positive vials occurred in drawer b but also in the other drawers. They are not specific to a rack or drawer. The positive vials were gram stained and no bacteria was observed.

Manufacturer narrative:
Expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged, false positive results were found. This is a report of one occurrence. No false results were reported to the clinician, or to the patients. The following information was provided by the initial reporter: sent an email to indicate that the lab. Reported several false positive vials on the bactec fx sn (B)(6) this morning. According to the , the false positive vials occurred in drawer b but also in the other drawers. They are not specific to a rack or drawer. The positive vials were gram stained and no bacteria was observed.

Manufacturer narrative:
H.6 investigation summary: a complaint of "false positive results" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). The complaint is confirmed. The root cause of false positives was determined to be related to an incubation system failure. The incubation failure root cause is related to a worn coupler. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6)2010. Samples were received in the form of log files and revealed no additional instrument issues. Service history review revealed no previous complaints for this issue. There is an open corrective and preventative action (CAPA 2660061) related to coupler failures. Complaints for ¿results¿ issues which included " false positives " complaints are under statistical control for the month of may 2022. The upper control limit was not breached. Quality will continue to monitor the " false positives ¿complaints. No trends were identified. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.2c. No new risks or hazards were identified.